Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in for 5 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is unable to be confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04822 and 2134265-2013-04824. It was reported that during percutaneous coronary intervention (pci), pullback problem occurred. The 50% stenosed target lesion was located at the mildly calcified and severely tortuous in left main coronary-left circumflex artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced mdu pullback problem. They attempted pullback twice, but nothing happened. They replaced the mdu with another of the same device and completed the procedure. It has been noted that no complication were reported and the patients' condition is stable.

Event description:
Same case as MDR ID # 2134265-2013-04822 and 2134265-2013-04824. It was reported that during percutaneous coronary intervention (pci), pullback problem occurred. The 50% stenosed target lesion was located at the mildly calcified and severely tortuous in left main coronary-left circumflex artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced mdu pullback problem. They attempted pullback twice, but nothing happened. They replaced the mdu with another of the same device and completed the procedure. It has been noted that no complication were reported and the patients' condition is stable.